Event description:
It was discovered at the patient¿s pump refill appointment that the pump was flipped. On the date of this report, a pocket revision was done. The pump was positioned correctly and then stay sutured down. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury.¿ the device system was delivering morphine. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The pump flipped in (B)(6) 2014. The patient experienced withdrawal. The patient didn¿t recall hearing an alarm. The patient was admitted to the hospital and given oral ativan, morphine, and hydrocodone until pump was able to be revised in (b)64).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10955r43, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type accessory. (B)(4).